Event description:
A device report from (B)(4) indicates a hospital in (B)(6) reported: the retaining sleeves got damaged during often use. The threaded tips are broken off.

Manufacturer narrative:
Device used for treatment and not diagnosis. Avalign technologies, nemcomed, manufactured the retaining sleeve for matrix. The device history records were reviewed and no non conformities were found. Our investigation of the returned retaining sleeves has shown that the front threaded parts of both are broken off. We are aware of the fact that this is a rather delicate design where the threaded part is thin walled, therefore it is important to follow the relevant op instruction. Also the tips of the returned screwdrivers are damaged. Unfortunately we are not able to determine the exact cause of this reported problem. We can only suppose, according to the given feedback, that the damage was caused due to too much applied mechanical force, often used instrument. The instrument was analysed for conformance to print specification, as well as the device history record was researched. No abnormal findings were identified. No product fault was detected. Device is an instrument and is not a single use item.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.